Manufacturer narrative:
The scope has been returned to olympus for maintenance. Strands of the braids of the bending section were observed protruding outward from the inside of the device. Additionally, the insertion tube was leaking, the insulation resistance value was out of specification, the light guide cover lens was damaged, the cover lens glue was chipped, the plastic distal end cover was dented, the bending section cover glue was separated, the bending section was distorted and the shape was abnormal, the grip unit was scratched, paint was peeling from the air/water and suction cylinder nuts, the cord was wrinkled, angulation was out of specification and the angulation control knob was loose, air and water flow were insufficient, suction was weak, and the auxiliary water supply was irregular. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned the scope for preventive maintenance. Upon inspection and testing, strands of the braided insertion tube were observed to be protruding outward. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported, as the issue was identified during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of this suggested phenomenon was presumed to be the way of handling of the endoscope (hitting, forming it into small loops, etc.), causing the braids inside the insertion tube to be cut and protrude from the resin insertion tube. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.